Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the stations were experienced network failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI), section e initial reporter occupation, other occupation, section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, it was determined that the systems experienced network failure. A field service engineer (fse) updated the network speed settings to half duplex on all stations except for the labor and delivery room. The speed setting was successfully updated on the anesthesia station in the c-section room. After the changes, the stations communicated with the server and updated messages as expected. The customer was able to sign in and access medications without issues. The system functioned as intended after the field service engineer resolved the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the stations were experienced network failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.